Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to program a bolus, but due to the active insulin on board (iob), the recommended bolus amount was reduced. The customer alleged that this was inaccurate due to not having delivered a bolus in several hours. The customer realized having set the insulin duration to 5 hours instead of the intended 2 hours when programming the pump settings. The customer successfully adjusted the pump setting. Blood glucose was 228 mg/dll.